Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
The customer reported an underinfusion, stating an entire 30 ml syringe of morphine was expected to infuse at a rate of 1 ml/hr but only 21 ml infused and 9 ml were left. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: 06/30/2015. (B)(4) no devices received, log review only. The customer's report of an underinfusion was not confirmed. A review of the received pcu event log for the reported pca device prior to the reported event date and time shows that on (B)(6) 2015 at 1:08 pm the device was programmed to infuse an unknown drug from a monoject 35ml syringe with a volume of 29.9096ml with the infusion details of pca dose request only of 1ml, lockout interval of 10min, and max limit of 18mg/4h. Throughout 9:55 pm, a total of 21 doses were requested and delivered. On (B)(6) 2015 from 7:29 am to 8:00 am, the patient history and drug history were viewed; and at 8:01 am, the device alarmed for door open and check syringe. At 8:03 am and 8:14 am, the device's channel off key was pressed. The last channel off key press powered off the pcu. The total volume infused was listed as 21ml. Based on the starting volume in the syringe (29.9ml) and the 21 pca doses delivered (21ml), the remaining volume in the syringe should have been approximately 8.9 ml. The device, syringe, and infusion set were not received for inspection. The root cause of the customer's report was not identified. No device or data set were returned for this investigation.